Event description:
It was reported the pt felt like her stimulation system was coming out of her body and she has recently had difficulty breathing. The pt also experienced a burning sensation with pain and pressure when the stimulation is turned on. The stimulation reportedly works, but the pt is not getting the desired or expected therapeutic benefit since the device was implanted. About a month ago the pt experienced a fall when she tripped over her dog and fell on the wood floor, landing on her knees and arm. The pt reported difficulty in dealing with their hcp. Add'l info has been requested.

Manufacturer narrative:
(B)(4). .